Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a placement procedure. The procedure date is unknown. According to the complainant, during preparation as the device was being stretched with the obturator to insert into the patient the internal bolster detached. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to 07/01/2020 as no event date was reported. Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: a visual examination of the device revealed that the molded internal bolster was detached from the tube. The complaint was confirmed. No foreign materials, air bubbles, voids were identified in the in the tube/molded internal bolster indicating the material was formed properly. Remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. Probably the molded internal bolster was detached due to user technique or other procedural factors, also force applied to distend the gastrostomy tube with an obturator rod during insertion could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the reported event will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available this device was used per the directions for use (dfu.).

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a placement procedure. The procedure date is unknown. According to the complainant, during preparation as the device was being stretched with the obturator to insert into the patient the internal bolster detached. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.